Manufacturer narrative:
The electrode packaging was received at zoll medical corporation for evaluation. Visual inspection of the electrode packaging provides evidence that the electrodes were in the packaging during the time of manufacture. The electrode packaging shows a void in the adhesive heat seal line where the grommet is secured around the cable at the proper location. The grommet is attached as part cable assembly and cannot be sealed within the packaging without being installed onto the cable based on the fixture used to aid in the sealing process. Our evaluation has concluded that the electrodes were inside of the packaging prior to distribution of the product. Therefore this claim is being closed as evidence supports report was unsubstantiated. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a female patient (age unknown) the electrode packaging was opened and it was discovered that there were no electrodes inside. Complainant indicated that the clinician obtained another set of electrodes to continue treating the patient. Complainant indicated that due to the delay in therapy, the patient subsequently expired.